Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the trigger was blocked and air flow wheel was partially closed. This was attributed to normal wear. Normal maintenance was performed and the device was sent back to the customer on (B)(4) 20013. Placeholder.

Event description:
Device was returned for service. During service, technician found that the trigger was blocked. This is report 1 of 1 for complaint#(B)(4).